Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that infusion was impossible. There was no injury to the patient, nor any additional information given.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and the cause appeared to be supplier related. One 4 fr groshong nxt clearvue catheter and the proximal segment of the two piece connector extension leg were returned for investigation. The stylet and hub assembly were returned within the catheter. A bend was observed at the distal end of the catheter. The catheter was flushed through the flushing hub with water using a 12 ml syringe and found to be patent to infusion and aspiration. The proximal segment of the two piece connector was flushed and was found to be occluded. A non-complainant guidewire was passed through the distal end of the connector and was able to advance 24 mm. The proximal section tubing was cut up to the grey material in order to observed down the tube. Microscopic observation down the grey connector revealed material within the metal cannula. Based on the location of the occlusion source and condition of the sample returned, it is likely to be a manufacturing related issue. A lot history review (lhr) of rebx0825 showed no other similar product complaint(s) from this lot number. Supplier was notified of this event.

Event description:
It was reported that infusion was impossible. There was no injury to the patient, nor any additional information given.